Event description:
The device was giving erratic results. She is a cancer pt on radiation. The device result was 74 mg/dl and a repeate in ten minutes was 211 mg/dl. The device was replaced and requested to be returned for evaluation.